Event description:
Information was received indicating that a smiths medical pneupac parapac ventilator was set to 20-30 cm h2o but reached pressure of 60 cm h2o without releasing excess pressure. It was reported that the unit did not alarm during the increase in high pressure. There were no reported adverse effects.